Event description:
Injector syringes broke away from injector and shot off in the direction of patients on at least four separate occasions. Packaging from the two canisters had crush markings on them, so staff examined the rest of the supply and noticed several other canisters with the same crush markings. Staff pulled all affected stock and notified their leader who was able to notify supply chain. Supply chain investigated and decided to pull the entire lot. They replaced the product quickly and informed the supplier of the issue.